Event description:
Patient reported there is a leak of insulin near the connect/disconnect location of the infusion sets. Patient stated that after a couple of days of usage the he notices the insulin leak. Patient reported he cannot identify the exact point where the leak occurs since the tubing seems intact and the plaster is wet. Patient stated his blood glucose levels are elevated; discovered the issue because his shirt was wet. No adverse event reported. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product will be returned.